Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4)) will not power on the autopulse platforms. The battery showed 4 green led's upon status check. No patient involvement.